Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. All the components were removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump had worn down by the adaptor and pump block. The tubing was trim down to the adaptor and was not return for analysis. No leaks were found in the pump. The pump passed the functional test. The balloon was visually inspected and tested for leaks. Visual inspection revealed that the balloon was identified to be non-spherical and had folds in the shell. Balloon was identified to have a tear from fatigue between the shell and adaptor junction. The balloon had a leak due to a tear from fatigue between the shell and adaptor junction. The balloon was unable to be functionally tested due to the leak found. The cuff was visually inspected. Visual inspection revealed that the cuff tab was trimmed down and was not return for analysis. Cuff had a hole from sharp instrument damage along the lateral edge of the cuff shell towards the adapter. The leakage test was not performed due to a hole from sharp instrument damage. Based on the information available and analysis results, the reported allegations of mechanical issue and hole/perforated are unable to be confirmed. However, the balloon not passing the leakage test could affect the product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. All the components were removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.